Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated he was in a car accident with a blood glucose reading of 20 mg/dl. The customer stated that during his hospital stay he was taken off of the insulin pump. When the customer tried to use the insulin pump again, it alarmed. Nothing further was reported.